Event description:
Caller reported a cartridge alarm issue, specifically alarm 20, which had occurred previously with this pump model. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was instructed by technical support to place the malfunctioning pump into storage mode before returning it. Technical support sent the customer a replacement pump and confirmed the shipping address, with no signature required for delivery. The customer was also advised to use a backup insulin pump to ensure continuous insulin delivery and was instructed on the steps to follow upon receiving the replacement.